Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 900mg/dl, vomiting, and a large ketone level identified as dangerous by customer's healthcare provider. Reportedly, an auto-off alarm occurred. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider. Subsequently, customer was hospitalized. Bg was treated with manual injections. No information was available regarding release date, however customer indicated the issue was resolved and no permanent damage was sustained. Pump data review with tandem technical support confirmed the pump was functioning as intended.